Event description:
Reference number (B)(4). Event occurred in austria it was reported that the patient faced site connector broken off from adhesive tape event on 14-nov-2025. The infusion set was in use for two days. No further information available.